Event description:
Patient was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds one other reported incident against mbt cem keel tib trays provided product and lot combination since its release for distribution; however, review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. Also, review of these remaining combinations device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event; however, the initial reporting stated it was not suspected that the device failed to meet specifications or contributed to the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.